Manufacturer narrative:
The na electrode lot number was etk75 with an expiration date of 11-aug-2026. The calibration data showed issues. The field service engineer (fse) found an issue with the vacuum nozzle. The fse adjusted the ise waste pipette mechanism. Calibration and an instrument check were acceptable. After the service visit, the customer had no further issues. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium electrode (na) on a cobas c 303 analytical unit. The initial result was 151.5 mmol/l. The repeat result was 144.5 mmol/l.